Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump grinding during rewind. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump had unexplained no delivery alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected battery out limited alarm anomalies noted. Device received with cracked battery tube threads and cracked reservoir tube lip. (B)(4).